Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with an implantable device required an external cardioversion during an ablation procedure. Following the cardioversion, there was asystole noted but the specific origin was not determined. The implantable device remains in service at this time. No additional adverse patient effects were reported.